Manufacturer narrative:
H.9 correction removal numbers continued: z-1346-2022. This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting on (B)(6) 2016 to the bilateral mid abdomen and bilateral lower abdomen using coolmax applicator, and the bilateral upper abdomen using coolcore applicator; on (B)(6) 2016 to the bilateral inner thighs using coolfit applicator, the bilateral upper flanks (bra roll) using cooladvantage+ coolcurve+ applicator, the bilateral lower flanks ( lower bra roll) using cooladvantage coolcurve+; on (B)(6) 2017 to the bilateral upper abdomen, bilateral mid abdomen, and the bilateral lower abdomen using the cooladvantage+ coolcore applicator. The patient developed paradoxical hyperplasia (pah/ph) on (B)(6) 2017 after treatment. Ph was diagnosed by a physician to the right and left upper, middle and lower abdomen, right and left upper and lower flanks (bra rolls), and right and left inner thighs and was confirmed to the upper and lower abdomen, inner thighs, and upper and lower flanks.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting on (B)(6) 2016 to the bilateral mid abdomen and bilateral lower abdomen using coolmax applicator, and the bilateral upper abdomen using coolcore applicator; on (B)(6) 2016 to the bilateral inner thighs using coolfit applicator, the bilateral upper flanks (bra roll) using cooladvantage+ coolcurve+ applicator, the bilateral lower flanks ( lower bra roll) using cooladvantage coolcurve+; on (B)(6) 2017 to the bilateral upper abdomen, bilateral mid abdomen, and the bilateral lower abdomen using the cooladvantage+ coolcore applicator. The patient developed paradoxical hyperplasia (pah/ph) on (B)(6) 2017 after treatment. Ph was diagnosed by a physician to the right and left upper, middle and lower abdomen, right and left upper and lower flanks (bra rolls), and right and left inner thighs and was confirmed to the upper and lower abdomen, inner thighs, and upper and lower flanks.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting on (B)(6)2016 to the bilateral mid abdomen and bilateral lower abdomen using coolmax applicator, and the bilateral upper abdomen using coolcore applicator; on 19/dec/2016 to the bilateral inner thighs using coolfit applicator, the bilateral upper flanks (bra roll) using cooladvantage+ coolcurve+ applicator, the bilateral lower flanks ( lower bra roll) using cooladvantage coolcurve+; on (B)(6)2017 to the bilateral upper abdomen, bilateral mid abdomen, and the bilateral lower abdomen using the cooladvantage+ coolcore applicator. The patient developed paradoxical hyperplasia (pah/ph) on (B)(6)2017 after treatment. Ph was diagnosed by a physician to the right and left upper, middle and lower abdomen, right and left upper and lower flanks (bra rolls), and right and left inner thighs and was confirmed to the upper and lower abdomen, inner thighs, and upper and lower flanks.

Manufacturer narrative:
Corrected data: h.9 , h.10 and h.11